Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a barcode scanner failure. A field service engineer assisted the customer by reseating the universal serial bus cable. After rebooting, the customer was able to scan successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not working. The customer stated that the system wouldn't allow nurses to pull medications and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.